Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced pump stops and alarms while connected to battery power. The patient reportedly experienced subsequent pump stops at home while connected to the power module. The patient was reported to be asymptomatic at the time of the events. The epc system controller was replaced but the alarms reappeared after a short duration. A driveline evaluation was completed by the manufacturer's technical services with the physician in attendance. A second epc system controller exchange was performed. A decision was made to monitor the patient for future issues after the epc controller exchanges. No additional information was received.

Manufacturer narrative:
Review of the log file downloaded from the returned system controller confirmed the reported pump stop alarms; however, a specific cause for the alarms could not be determined. The log file showed multiple pump speed reductions below the low speed limit, including pump stops, which showed elevations in pump power up to 32.5 watts and average pulsatility index up to 14.3. These events appeared to occur while the patient was operating on the power module and batteries. The pump is not available for evaluation, the pump remains in use supporting the patient. An on-site driveline evaluation was performed on (B)(6) 2015; the driveline testing showed all six wires were intact. No short to shield conditions were induced after driveline manipulation and visual inspection. The log file also recorded motor stopped commands active, pump disconnected, and time clock reset events (day 0 hour 0 minute 0) indicating complete loss of power to the system controller. Most of the loss of power events appeared to occur while the pump was disconnected. Information received on (B)(6) 2015 indicated that the patient is stable and ongoing without further issue. The patient, who is a bridge to transplant patient, is currently not transplantable for unknown reasons. No further events have been reported to thoratec at this time. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications.

Manufacturer narrative:
Approximate age of device: 4 years, 1 month. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.